Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi was raised based on clinician review whereby dislocation occurred on (B)(6) 2020 between a stryker 44 bipolar 28mm head and competitions liner implanted on (B)(6) 2020.

Event description:
This pi was raised based on clinician review whereby dislocation occurred on (B)(6) 2020 between a stryker 44 bipolar 28mm head and competitions liner implanted on (B)(6) 2020.

Manufacturer narrative:
An event regarding dislocation and off label use involving unknown 44 bipolar head 28mm IV +12 was reported. The event was confirmed based on medical records. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirm the patient underwent hip revision for recurrent hip dislocations. The patient had multiple risk factors including previous revision surgeries, previous infection, a trochanteric non-union, rheumatoid arthritis and multiple sclerosis. Anyone of these conditions could alone, or in combination, affect the soft tissues and musculature supporting the stability of the hip leading to recurrent dislocation. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the IFU packaged with the device noted that it is recommended that all howmedica osteonics femoral heads are compatible with all howmedica osteonics acetabular liners. (See warnings section for compatibility with uhr bipolar and constrained acetabular inserts).that based on the provided information it has been determined that this event is associated with an off-label application. The event was confirmed based on medical records. A review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirm the patient underwent hip revision for recurrent hip dislocations. The patient had multiple risk factors including previous revision surgeries, previous infection, a trochanteric non-union, rheumatoid arthritis and multiple sclerosis. Anyone of these conditions could alone, or in combination, affect the soft tissues and musculature supporting the stability of the hip leading to recurrent dislocation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.